Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. Based on the calibration and quality control results being good, a reagent issue could be ruled out.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine plus (crep) results on their cobas 8000 analyzer. The customer provided data for two patients and there was a reportable malfunction for one of the patients. The patient's initial crep result was 366 umol/l and it was reported outside the laboratory. On (B)(6) 2014, the patient's sample was repeated and the result was 66 umol/l. Based on the initial result, the patient was hospitalized and clinically treated even though the patient did not have the clinical symptoms associated with the measured crep level. Information on whether there were any adverse events was requested but not provided. The crep reagent lot number and expiration date were requested but not provided. The field service representative visited the site for general maintenance. He found that the sample probe was very dirty, tube number 5 from the rinse station was not attached, and a seal from the sample syringe needed to be replaced.